Manufacturer narrative:
Date sent to the FDA: 03/18/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/9/2021. H6: appropriate term / code not available (e2402) utilized to capture bulging. Additional b5 narrative: it was reported that the patient experienced bulging and inflammation following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair surgery during which the surgeon noted he encountered the previously placed mesh, which had contacted down to a ball of polypropylene. The hernia sac was dissected off the mesh and the mesh was explanted. It was reported that the patient experienced severe pain, burning, stress, and anxiety. No additional information was provided.